Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm1) began shaking. It was working properly and then they moved usm1 out of the way and that's when it began to shake. It is unknown what position the boom was in, but it is not believed that it was in an abnormal position. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce the reported problem of ¿arm 1 being erratic, shaking¿. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Manufacturer narrative:
The probable root cause could be attributed to improper customer setup. Based on the intuitive surgical, inc. (Isi) technical support engineer's (tse) notes, the arms were not in a position of rotation extension limit, however, the issue could be related to issues not related to the product restricting the motion of the arms like the position of the arms, drapes or external obstructions. It was resolved by repositioning the arms and power cycling system in a subsequent procedure.

Event description:
Refer to h11 for follow-up information.